Manufacturer narrative:
(B)(4). This report is being submitted to correct this data.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that no issues were seen two months prior. The physician was advised to program the device off. The patient had recently undergone generator replacement on (B)(6) 2014 and diagnostics during the surgery were within normal limits. The physician reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The device was not programmed off after observing the high impedance. No surgical intervention has been performed to date.

Event description:
Product information was received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.